Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was advanced and positioned in the coronary sinus (cs) and reached at the target branch. An attempt was made then to deploy the active robe but failed. A new lead was used and an attempt was made again to deploy the active robe but failed. Although the physician considered that the cause of active robe issue was due to patient's cs anatomy, the physician claimed active lobe issue. A different model lead was used and successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.